Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with button error. The patient's blood glucose at the time of incident was 12.0 mmol/l. During troubleshooting the caller did not recall any significant events leading to the button error alarm. The insulin pump will be returned for analysis and a replacement pump was shipped to the customer.

Manufacturer narrative:
The insulin pump was received with intermittent button response on the up arrow button due to corroded keypad traces noted also, with moisture damage on all the electronic assemblies noted. No unexpected button error alarms noted. The insulin pump had cracked lcd window, cracked case at the display window corners, cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.